Manufacturer narrative:
The insulin pump unable to prime during prime test and motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. No prime alarm. The insulin pump received with scratched lcd window, cracked display window corners, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump stopped functioning and alarmed every time she changes the infusion set/reservoirs. The caller mentioned that she has dropped the insulin pump a few times when the lock on the belt clip turned and the device fell out of it. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.